Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized the following day. The cause and outcome of the event were unknown. Beginning one day after onset, the patient was treated with fortum (route, dosage and frequency not reported) and vancomycin 1 gram (route and frequency not reported) for the peritonitis. Antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. No additional information is available.